Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure, when the physician removed the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿large, the hemostatic valve detached. Transseptal access was lost, but the physician as able to replace the sheath to another vizigo and the procedure was continued without further issues. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Hemostatic valve detachment is an MDR-reportable issue.

Manufacturer narrative:
On (B)(6)2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure, when the physician removed the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿large, the hemostatic valve detached. Transseptal access was lost, but the physician as able to replace the sheath to another vizigo and the procedure was continued without further issues. No patient consequences were reported. Device evaluation details: visual inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. A device history record evaluation was performed for the finished device 00001085 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The hemostatic valve damage and brim cap detached could be related to handling of the device during the procedure however, this cannot be conclusively determined. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve.